Event description:
It was reported that the chuck got damaged and one clamp broke off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation has shown that one of the clamps holding the cutting tool in the chuck attachment is broken off as complained. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and we can assume that mechanical strain was applied to the device and caused the breakage. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We can assume that the complaint condition is due to mechanical strain applied to the device which caused the breakage and the complaint condition is due to the conditions of use and operational context contributed to this event. In addition this instrument is currently subjected to further investigations and our product development center is working on improvement measures to enhance the design.